Manufacturer narrative:
(B)(4). This report will be updated when laboratory analysis is complete.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. A different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Patient code 3191 captures the event of a prolonged procedure. This report will be updated when laboratory analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. A different lead was used to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.